Event description:
It was reported that the zimmer dermatome was only cutting on the edge and not in the middle of the blade. Add'l clinical f/u with the hosp indicated that the reported event occurred during the surgical procedure and increased the surgical time under anesthesia. No info was available regarding the amount of time the surgical procedure was extended. The customer reported an alternate device was available for immediate replacement. There was no report of harm, add'l graft harvest, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device is 8 years old and has never been returned to the MFR for repair or preventive maintenance. Upon inspection of the device damaged was observed to the width plates, control bar and head piece. Damage to the head and control bar could have caused the unit to cut incorrectly. Likewise, the width plates demonstrated galling from the blade rubbing against the inside. An over tightened width plate can affect the cutting ability of the dermatome which could allow the customer's event to occur. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was service and returned to the customer.